Event description:
It was reported that a patient's channel running precedex was off and neither the registered nurse nor the provider had turned it off. There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.